Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Tandem technical support attempted to follow up with customer multiple times and was unable to do so. Customer¿s blood glucose level was 356 mg/dl.